Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, neurological dysfunction, thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by site.

Event description:
It was reported that the patient on (B)(6) 2017 was sent to the hospital by the general practitioner. On (B)(6), the left ventricular assist device (lvad) alarmed due to high watt, patient was brought to another hospital with suspected pump thrombosis. It was stated that the patient had signs of a massive pump thrombosis. On (B)(6), at 19:59 patient was stated to have expired. A pump examination shortly after the event was not possible. The pump including the heart was stored into formalin, so the results are limited. It was also stated that the patient developed a neurological dysfunction. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 32 high watt alarms were logged from (B)(6) 2017 through (B)(6) 2017 and 5 low flow alarms have been logged on (B)(6) 2017. The site report indicated that the patient received lysis therapy after which the power and flow decreased. However, there was another increase in power and high hemolysis; the pump was stopped and the patient expired. Examination of the pump by the site revealed thrombus within the device and sander marks on the impeller. The sander marks likely resulted from the thrombus which forced the impeller against the pump housing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of low flow alarms observed in the log files may be attributed to thrombus formation at the inflow cannula. It is likely that the thrombus got ingested into the pump further resulting in the high watt alarms. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause can be attributed to the patient, pharmacological influences, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.